Event description:
On 22-aug-2025 the clinical team reported that on (B)(6) 2025 the end-user was hospitalized with diabetic ketoacidosis (dka) after their cgm sensor detached and the ilet entered bg run mode. The end-user did not have backup therapy available and insulin dosing stopped, leading to hyperglycemia with blood glucose (bg) levels of 500 mg/dl. The end-user was transported to the hospital by ems, admitted, and treated with manual insulin injections. The end-user was discharged on (B)(6) 2025 with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.